Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant. Patient stated they were out of town and couldn't get their implant to charge. Patient noted they would line up the recharger and it would say charged then not charged. During the call patient denied damages in the controller charging port, battery, battery compartment, recharger, and ac power supply cord. Patient reset the controller then plugged the recharger and got no device found. Patient got 0/0/0 then 23 on the passive recharge mode screen then patient got the battery empty recharge controller message and patient noted the controller was charging the whole day. Patient services (pss) walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the battery pack and confirmed green light was flashing above the screen. Pss advised patient to continue charging their controller then to call back for passive recharge mode instructions. Additional information received from the patient. Pt called back about this same issue, saying that when charge ins it will say no device found or will say controller battery empty. Patient stated that it started saying battery empty charge controller. They said recharger (rtm) has been heating up. Controller port has 1 pin that is darkened out. Emailed repair to send replacement controller. Pt called back saying they accidentally sent back the battery pack with the old controller. Agent emailed repair a request for replacement battery pack.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger product ID 97745bp lot# serial#(B)(6), product type accessory product ID 97745 lot# serial# (B)(6), implanted: explanted: product type programmer, patient product ID 97745bp lot# serial# (B)(6), product type accessory product ID 97745ac , product type accessory h3. Analysis found that there was a recharge antenna failure, stuck on checking the recharger screen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type: recharger. Product ID 97745bp, serial# (B)(6). Product type: accessory. Product ID 97745, serial# (B)(6). Product type: programmer. Patient product ID 97745bp, serial# (B)(6). Product type: accessory. Product ID 97745ac, serial# unknown. Product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that they received the replacement controller and li battery pack from this case, but still couldn't recharge the controller battery or ins battery. Agent had the pt inspect the recharger and they noticed 'bubbles' in the cord. Agent had the pt plug the controller into the wall outlet w/o the li battery pack and the screen didn't turn on. Pt noted the ac power supply cord also had 'bubbles' in the cord. A replacement recharger (rtm) and ac power supply were sent out.